Event description:
It was reported that a patient underwent a sling procedure in 2006. The next day, the patient developed over active bladder of mild intensity. The patient was prescribed antimuscavinic and solitenacin 5 mg x 1. There is no further medical or surgical intervention planned.

Manufacturer narrative:
No conclusion can be drawn at this time. Should add'l info be obtained, a supplemental 3500a form will be sumbitted accordingly.